Event description:
Pca set at 1ml per pca injection, 10 minutes between injections, 1ml/hr for basal infusion - 8ml total.hr. Started at 0942 at 1145 alarm sounding-flashing exceed hourly rate - pca checked and all settings correct. At 12 noon pts turned off at 1215 - opened lid and found 24mg gone. Checked history - no injections given since pca started - narcan 1mg given - at 1300 blood pressure 102/76device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, other. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.